Event description:
The complainant has reported that a male patient underwent a therapeutic placement of an wallstent single use colonic and duodenal endoprosthesis for an aneurysm, location and type unspecified. The complainant reported visualization that the stent migrated into the stomach, unable to be released. It is reported that the intent of the stent location was the pylorus. The procedure was conducted via an upper endoscope and the stent was removed intact. The procedure was completed successfully with another same device. The patient status is noted as good with no complications as a result of the reported event.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. The device has been received by this manufacturer to date; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Date filed: 22 august 2006.